Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since (B)(6) 2017, patient's been feeling jolting that was so painful it was like a spasm/electrical pinch at the incision site. Patient mentioned being on program 2. On the day of the report, patient stated that they couldn't move and that it was electrical. They said that since implant, patient's had a hard time sitting. Also, they've had this horrible pulling and sharp pulling at night before going to bed which starts between 9 and 10pm and didn't stop until they slept at 2 or 4am. That has been happening on and off since (B)(6) 2017. Patient confirmed therapy was on and set at 2.5v but didn't show a program. There hasn't been any traumas or falls. Patient had been advised to follow up with their healthcare professional. No further complications were reported.